Event description:
It was reported by the pt's legal counsel that the pt had a total knee implanted on (B)(6) 2009. The pt experienced pain and loosening, therefore a revision was performed on (B)(6) 2009.

Manufacturer narrative:
Due to the litigation process, little detail is available to aid in this investigation. The implant's manufacturing record indicates that it was manufactured to specification. It is unk which knee component was the root cause for the pt's symptoms. Should additional info be proved to further this investigation, this report shall be updated.